Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Event description:
Patient had an ICD shock while in the cath lab for cordella implant (pa pressure monitor). Per the physician, there were runs of non-sustained ventricular tachycardia (ncvt) during the case while wire was in rv, thought to have stimulated nsvt. However ICD shocked appeared to come later after the nsvt. The patient's ICD was interrogated and demonstrated this was an inappropriate ICD shock, with oversensing on the ventricular channel, which the physician initially thought may be due to electromagnetic interference. The cliniclal staff contacted the cordella representative to repeat ICD interrogation with the physician while also checking cordella device at the same time to see if there was interference, however there was no issues noted during that interrogation. Therefore, it is most likely that the wire during the case interfered with the ventricular lead leading to the oversensing event and inappropriate ICD shock.

Manufacturer narrative:
Updated section(s): section d4: serial number and lot number. Corrected data: section g3: initial report date received by manufacturer.

Manufacturer narrative:
The sensor remains implanted and was not returned for evaluation. The reported event occurred on the date of the implant ((B)(6) 2024). A review of the manufacturing documentation did not reveal any issues or nonconformances related to the reported event. During the implant procedure, non-sustained ventricular tachycardia was followed by an inappropriate shock, as determined during an interrogation of the ICD. It was noted that the guidewire was in the right pulmonary artery and the delivery system was being introduced into the internal jugular sheath when the ICD shock occurred, suggesting the shock happened before the sensor was placed in the right pulmonary artery. Therefore, a possible cause of the reported event may be the interaction between the guidewire and the ICD lead, causing the inappropriate shock. Additional readings taken after the implant procedure showed no interference from the cordella system with the ICD. Based on the available information, the cause of the reported event could not be conclusively determined. However, the interaction between the guidewire and the ICD lead is a possible cause of the inappropriate shock. The IFU advises operators to avoid dislodging or damaging previously implanted medical devices, including pacemaker and ICD leads.